Event description:
The customer, a biomedical engineer, contacted physio-control to report that during preventative maintenance on their device he observed that the defibrillation tolerance was out of specification. The biomedical engineer then recalibrated the device and, upon completion, attempted a test defibrillation shock. The unit made a loud high pitched sound and charged for roughly 20 seconds but did not defibrillate within that time. The biomedical engineer aborted the charge for fear of damaging the device. As a result, the biomed did not believe that defibrillation was possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that their device is monophasic and no longer supported by physio. It was later confirmed by the customer that due to the age of the device and the costs associated with repair, the unit has been permanently removed from service and will be disposed of locally. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.